Manufacturer narrative:
During the preventative maintenance (pm) evaluation on the returned autopulse platform (sn (B)(4)), user advisory - ua11 (max patient temperature exceeded) was observed during the initial functional testing. It was determined that the root cause of the issue was due to a defective temperature sensor. To remedy the issue, the defective temperature sensor identified was replaced. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. In addition, during visual inspection, a cracked front enclosure and a cracked top cover were observed. The damaged covers were replaced. These types of damaged covers could attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in june 2012. The device has been operating for over 6 years and has exceeded its expected serviceable life of 5 years.

Event description:
During preventative maintenance (pm) service on the returned autopulse platform (sn (B)(4)) on (B)(6) 2018, user advisory - ua11 (max patient temperature exceeded) displayed on the screen during the initial functional test.